Manufacturer narrative:
It was reported that a syringe component was "leaking at the hub." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation. In the absence of a returned sample, multiple samples of the reported component were pulled from stock and tested on several different needle and cannula sizes ranging from 18g-27g. No issues were identified at the luer tip. The reported problem/issue was unable to be confirmed a root cause was not determined. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a syringe component was "leaking at the hub."

Event description:
It was reported that a syringe component was "leaking at the hub."

Manufacturer narrative:
Update made to d2 product information.